Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alerting when their blood glucose is high. The customer's blood glucose during the incident was 313 mg/dl. Troubleshooting was performed. The alarm history was checked. There were alerts on high when the customer's blood glucose went above the high limit. The customer mentioned they did not hear the insulin pump. A self-test was performed but not completed because the customer had to go. The device will not be returned for analysis.